Manufacturer narrative:
(B)(4). Date sent to FDA: 06/06/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2022 and mesh was implanted. The patient experienced abdominal pain and inability to urinate due to tape misalignment. The patient was admitted to the hospital on (B)(6) 2022 and underwent partial mesh removal. The patient also underwent an unspecified non-surgical procedure, therapy, or intervention on an unknown date. The patient was discharged on (B)(6) 2022. No further information is available.

Manufacturer narrative:
(B)(4) date sent to FDA: 07/20/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2022 and mesh was implanted. The patient experienced abdominal pain which began on (B)(6) 2022 and inability to urinate due to tape misalignment which began on (B)(6) 2022. Catheterization was given for the pain which recovered/resolved without sequelae on (B)(6) /2022. The patient was admitted to the hospital on (B)(6) 2022 and underwent partial mesh removal. The patient also underwent an unspecified non-surgical procedure, therapy, or intervention on an unknown date. The patient was discharged on (B)(6) 2022. The urinary retention recovered/resolved without sequelae on (B)(6) 2022. The surgeon opined that there is no relationship between the reported pain/urinary retention and the study device, but a causal relationship to the study procedure. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: occasional nocturnal leakage of urine. Start date: (B)(6) 2022. Relationship to study device: not related relationship to primary study procedure: possible. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: adverse event term: occasional nocturnal leakage of urine => occasional nocturnal leakage of urine when raising the upper body 1) was any medical or surgical intervention performed for the occasional nocturnal leakage of urine? If so, please provide the name, date and findings: patient was advised to reduce her drinking amount in the evening. Patient reports over the telephone on (B)(4)2022 that a small amount of urine is occasionally lost only when the upper body is raised at night and there is an urge to urinate. 2) what is the physician¿s opinion as to the etiology of or contributing factors to this event? Tiredness and weak pelvic floor muscle may be a cause and high amount of drinking in the evening. Dr. Will recommend a check-up appointment to the patient. 3) what is the patient's current status?: the patients condition has improved somewhat.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urinary tract infection start date: (B)(6) 2023. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: unlikely. Drug therapy: yes. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: occasional nocturnal leakage of urine when raising the upper body updated: end date: feb 2023 outcome: recovered/resolved without sequelae adverse event term: urinary tract infection updated: end date: (B)(6) 2023

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urinary retention. Did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form.: blank: no. Adverse event term: occasional nocturnal leakage of urine. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank: repeat/retreatment. If procedure related and repeat/retreatment is selected, specify date: blank: (B)(6) 2022.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Updated information received: adverse event term: urinary tract infection. -if the event is marked as being related to the procedure, indicate which procedure the event is related to: repeat/retreatment. -if procedure related and repeat/retreatment is selected, specify date: (B)(6) 2022.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and mesh was implanted. The patient experienced abdominal pain and inability to urinate due to tape misalignment. The patient was admitted to the hospital on (B)(6) 2022 and underwent partial mesh removal. The patient was discharged on (B)(6) 2022. No further information is available.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).